Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029517. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-29. Medical device lot #: 9056792. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-25. Medical device lot #: 9056787. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three (3) samples were received from the customer for investigation. However, as the samples had been used with an unknown drug, leakage testing was able to be performed due to possible contamination of the testing equipment. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate. Investigation conclusion: three (3) samples were received from the customer for investigation. However, as the samples had been used with an unknown drug, leakage testing was able to be performed due to possible contamination of the testing equipment. Root cause description: conclusion(s): leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA# (B)(4).

Event description:
It was reported that leakage occurred during use with a bd 60 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the technician was drawing up solution and noticed they were leaking out of the back end of the plunger. The item with the unknown lot number: the product leaked around the stopper and down the plunger after the medication injection into the cadd. This particular syringe contained "chemo" drug and was discarded. No adverse event reported." 4 occurrences were reported, but the dates/times were not given.